Manufacturer narrative:
A visual examination of the returned device could not be performed because the device was not returned. Photos of the ligator received from the complainant were reviewed and it was noted that 5 of the 7 bands remained on the ligator head. Three of the bands were partially deployed. The photo quality prevented a detailed evaluation of the teeth and suture. Given the event description and photos of the device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2014. Reportedly, the indication of the procedure to stop the bleeding of ruptured esophageal varices. According to the complainant, during the procedure, the first band was fired then the second and third speedbands entangled with the fourth and fifth speedbands the bands. The bands failed to release even after the handle was rotated. The procedure was not completed due to the patient's worsening condition. The patient died on (B)(6) 2014. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands failed to release even after the handle was rotated. The procedure was not completed due to the patient's worsening condition. The patient died on (B)(6) 2014. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.